Manufacturer narrative:
The event occurred in the (B) (6).

Event description:
Technician alleged that the bed was drifting down.

Event description:
Reporter stated that patient obtained blood glucose results of 5.0 mmol/l and 11.0 mmol/l, within 1 minute, on the aviva system. No adverse event associated with the alleged malfunction was reported. The manufacturer requested the return of the suspect product for evaluation.